Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that there was a return of symptoms. The patient was not getting any pain relief. The patient was advised by their healthcare provider (hcp) to turn it off for one week and then they would turn it back on to see if it was better. The implantable neurostimulator (ins) was turned off during the call and directions to turn it back on were provided. It was noted that the patient had a fall and experienced a spinal decompression fracture. The therapy was noted to not have been working prior to the fall and was not working after. Additional information received reported that the patient had an appointment on (B)(6) 2015. The patient wasn&#38176;sure the spinal cord system (scs) was working. They would have to do x-rays. The patient had no specific information about it. It was then stated that the scs system was not working. Follow-up was performed to determine if the patient had required any further assistance and if they had any further concerns. This event will be updated if additional information is received.